Event description:
The dealer states that out of the box the spokes were broken on the tire. Possible concealed freight damage.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.